Event description:
It was reported there was no output on the ventricular side. No information was received indicating patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed initial report, the main printed circuit board (pcb) was out of specification. It was also noted that the upper case, lower case, both bail covers, ring cover and battery drawer were broken, the ring was bent, and medical adhesive was missing on main connectors.